Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, two openings on posterior, white particles on the shell, crease flat, and brown particles in shell. Leak test and microscopic analysis was performed which identified, a crease smooth opening on posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on posterior assessed, as fold flaw opening. A sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.